Manufacturer narrative:
The customer's complaint of a chemo leak under the y-site could not be confirmed because the product was not returned for failure investigation. A photo of the set with a note wrapped around the smartsite appears to be where the leaked occurred. The root cause of this failure was not identified.

Event description:
The customer reported that chemo spilled from an area of the tubing that's the under the y-site. The customer reported the site is marked. The medication did not touch the patient, and there was no patient harm.